Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cannot get the insulin pump to make the connection. Customer stated that she had to do a change as she was running out of insulin and she only had one tablet of insulin left. Customer is on her way to her health care provider to make a change to it. Customer stated that she received a battery out limit alarm. Customer stated that every time she tried to make the connection to the system, she would get a no delivery alarm. Customer took the battery out last night and stated that the pump alarmed after a battery change. Customer reported that the pump is alarming at the time of the call. Customer was assisted with clearing the alarm. Customer stated that she does not think she has ever seen the plunger before. Customer declined to troubleshoot and will take the pump to the trainer.